Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or photographs were provided. However, based on the dominican republic site investigation, the reported defect or air-in-line has been confirmed. A change control had been implemented to address the reported defect of air bubbles adhering to the tubing material resulting from the nondehp tubing material change. Note this is a design document update only. No bill of material (bom) or product technical drawing changes at dr site and suppliers are a part of this change. Existing controls remain in place per sopmd2024904 and qa116, required bom and drawing updates will be implemented through a future change control. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, the retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: microbubbles in tubing, arterial line. No injury reported.